Event description:
The customer reported error code displayed-bad iris pot. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced lemo connector assembly. System is now operating as intended.